Event description:
Pt had breast cancer, a mastectomy followed by a saline implant in the right side in conjunction with a back flap reconstruction. The saline implant caused immune system problems from the beginning including intermittent fever, chronic rashes in the area of the implant, numerous allergic reactions to drugs over a 13 year period, pain at the site, and finally the implant shell dissolved. Pt also developed arthritis in both hands. Pt complained over the years a few times to no avail. Finally the implant dissolved and emptied out in 2004 and was replaced by a new model also saline. This time all the adverse impacts disappeared in a week.